Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized for 7 days due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1500 mg/dl; this was the result of patient dropping the personal diabetes manager, causing unspecified damage to the device. Symptoms reported include hyperglycemia, nausea and vomiting. Despite efforts to obtain additional details of this medical event, patient was unwilling to provide further information.